Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the replacement brush heads were faulty, the actual brush snapped off. No injury was reported. Follow-up: both brush heads had broken when in the consumer's mouth.